Event description:
It was reported by dealer that the center lock that opens and closes the (B)(4) rollator is broken. Dealer advised end user stated starting using and would not lock. Dealer advised will give end user a new rollator due to issue and will return broken one. Dealer could not provide any further information.